Manufacturer narrative:
Zimvie complaint number (B)(4). A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. D4: lot number unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text: summary investigation.

Event description:
It was reported that the implant at tooth site # ur3 was removed due to bone loss.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4. Additional device information: lot number, UDI number and expiration date were added. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H4. Device manufacture date was added. H10: narrative/data was updated.

Event description:
Upon follow-up, the customer provided the implant lot number.